Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system, including ipg on (B)(6) 2009. Follow up on (B)(6) 2011 revealed that the pt's charger issue was resolved. However, the pt stated on (B)(6) 2011 that lightening had struck her house two weeks before and her stimulation quit. The pt restarted stimulation, but reported that since the lightening, she has had a burning sensation. The pt reported continued use of the scs. The pt will follow up with her physician regarding this issue. No further info is available at this time.